Event description:
Type of drug: unknown. How long did pump run before event: unknown. How much solution was remaining: unknown. The pump was set to deliver a volume of 800 ml at a rate pf 50 ml/h. The pump shut-off during the infusion and another pump had to be used to complete the infusion. No pt injury reported.

Manufacturer narrative:
Evaluation results: the pump was received on (B)(4) 2012, the battery voltage was at 9.8v, below the normal charged of 12v. Ran the pump for 24 hours with no interruptions or alarms. A review of the operational log indicates a programmed infusion with a rate of 50 ml and a volume to be infuse of 800 ml was in progress on (B)(6) 2012 at 5:21 am. The log shows the infusion was interrupted by the pump shutting off. As a result of the interruption, the log indicates system error 75 & 123 were generated. The log shows the errors were displayed once the pump was powered back on, on (B)(4) 2012. Per the service manual, system error 75 is caused by a failure of the memory check when powering on or off; system error 123 is caused by a power glitch during delivery. This is normal and not unusual in instances where a power failure occurs or the pump allowed to infuse until the emergency back up alarm comes on when running in dc (battery) power. B. Braun completed an evaluation of this pump per the procedure for complaint handling. The pump met all testing requirements, and the reported complaint of the pump shutting-off by itself could not be reproduced.